Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system recorded atrial tachy response (atr) episodes due to farfield oversensing and noise. Further review of the electrogram (egm) by technical services (ts) was requested. At this time, this ICD system remains in service and there were no adverse patient effects reported. Upon ts review of the device data, it was noted that the noise is somehow associated with fast atrial signal, which is sensed. The right atrial (ra) signal possibly appears not to be intrinsic and it may have an extra-cardiac origin, such as electromagnetic interference (emi). It was also noted that the signal from the shock channel appears to be of low amplitude as can be observed in the presenting electrograms (egm), and it was mentioned that the noise could impact the performance of the rhythm ID feature and lead to inappropriate classification of the rate. In addition, ts provided troubleshooting steps in order to exclude mechanical issues/ lead impairment and advised to investigate if the patient was performing any particular activity or was in a particular environment to further understand the event. The ICD system remains in service. No adverse patient effects were reported. Additional information provided indicates that upon clinic review, there are no obvious sources of electrical interference and no clear correlation for the noise and the patient activity. Ts noted the noise pattern in one of the reviewed events that exhibited high amplitude and no clear reoccurring pattern could be indicative of an ongoing lead impairment, and as both the ra and the right ventricular (rv) leads appears to be involved, this could suggest both leads touching each other or sharing some sort of interaction such as fretting. The leads impedances appear to be stable and in range. The clinic will bring the patient in for evaluation, however, there is no evidence of a scheduled date at this time. The ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system recorded atrial tachy response (atr) episodes due to farfield oversensing and noise. Further review of the electrogram (egm) by technical services (ts) was requested. At this time, this ICD system remains in service and there were no adverse patient effects reported. Upon ts review of the device data, it was noted that the noise is somehow associated with fast atrial signal, which is sensed. The right atrial (ra) signal possibly appears not to be intrinsic and it may have an extra-cardiac origin, such as electromagnetic interference (emi). It was also noted that the signal from the shock channel appears to be of low amplitude as can be observed in the presenting electrograms (egm), and it was mentioned that the noise could impact the performance of the rhythm ID feature and lead to inappropriate classification of the rate. In addition, ts provided troubleshooting steps in order to exclude mechanical issues/lead impairment and advised to investigate if the patient was performing any particular activity or was in a particular environment to further understand the event. The ICD system remains in service. No adverse patient effects were reported. Additional information provided indicates that upon clinic review, there are no obvious sources of electrical interference and no clear correlation for the noise and the patient activity. Ts noted the noise pattern in one of the reviewed events that exhibited high amplitude and no clear reoccurring pattern could be indicative of an ongoing lead impairment, and as both the ra and the right ventricular (rv) leads appears to be involved, this could suggest both leads touching each other or sharing some sort of interaction such as fretting. The leads impedances appear to be stable and in range. The clinic will bring the patient in for evaluation, however, there is no evidence of a scheduled date at this time. The ICD system remains in service. No adverse patient effects were reported. Boston scientific has made three attempts to obtain additional information regarding the patient in-clinic evaluation, however, no response was received.